Event description:
It was reported that patient presented in hospital after receiving a vibratory alert and not feeling well. The device could not be interrogated; as a result, the patient was transferred to a different hospital. When the patient presented in-clinic, post-paced t-wave oversensing was observed. The device was reprogrammed. The patient will be closely monitored via (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.